Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) would not communicate with an electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (monitor does not communicate with a belt) was confirmed. As received, the monitor did not communicate with a belt. Upon investigation, the belt receptacle was pulled from the case and the attached wires wer cut. Additionally, the receptacle was unplugged from connector j1001 on the ca board, which was also broken. The cause of the inability to communicate was the damaged belt receptacle, wires and connector. The root cause of the damaged belt receptacle cannot be positively identified, but is likely due to physical abuse. No adverse event resulted from the defective monitor.